Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer was reported via phone call that, the customer was hospitalized on (B)(6) 2018 due to diabetes ketoacidosis with high blood glucose of 745 mg/dl. The current blood glucose was 279 mg/dl. Customer also received a insulin pump error. Customer got insulin pump which had a good battery which shut itself and died and it beeped and pulled out it said insulin pump error. Customer reports the following symptoms related to their high blood glucose was throwing up with nothing left in her system. Customer treated high blood glucose with a bolus. Customer wearing the pump at time of hospitalization. The device will not be returned for analysis.